Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. Tandem technical support assisted the customer with resetting the pump. Blood glucose was within target range.